Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided lung biopsy procedure through normal density tissue using mission kit instrument. During the procedure, it was reported that the needle was bent and was difficult to remove the needle from the patient. No coaxial needle was used. The procedure was completed by another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronic photo has been provided and reviewed. The photo shows a needle, in which the stylet was noted to be bent. Based on the photo review the reported needle bent can be confirmed. Therefore, the investigation is confirmed for the reported bent as the stylet was noted to be bent in the provided photo. However, the investigation is inconclusive for the reported difficult to remove as no objective evidence was shown in provided photo to support the reported event. A definitive root cause for the needle bent could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided lung biopsy procedure through normal density tissue using mission kit instrument. During the procedure, it was reported that the needle was bent and was difficult to remove the needle from the patient. No coaxial needle was used. The procedure was completed by another device. There was no reported patient injury.